Manufacturer narrative:
Abbot diabetes care product quality engineering (pqe) investigated the freestyle libre 3 app complaint and determined that there were no issues with the libre 3 application that would have led to the complaint. The customer reported having a compatiblity issue. Attempted to replicate the reported issue using similar configurations of samsung galaxy s22 android 13 3.4.2.9593 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A compatibility issue was reported with the abbott diabetes care (adc) device in use with samsung a51 phone with android operating system version 13 and app version 3.4.2.9593. As a result, customer received unspecified third-party treatment. No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A compatibility issue was reported with the abbott diabetes care (adc) device in use with samsung a51 phone with android operating system version 13. As a result, customer received unspecified third-party treatment. No further details were provided. There was no report of death or permanent impairment associated with this event.